Manufacturer narrative:
H3: the pump was returned, and analysis found the pump failed lab dispense test by being above spec. H3: the catheter was returned, and analysis found damage to the transition tube of the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacture representative reported the healthcare provider (hcp) opened the pump incision to replace the pump, and noticed a small kink in pump segment and wanted to replace this segment. The pump was replaced due to questionable or inaccurate reservoir volume amounts with the last refill per the patient. The patient also reported their pain had increased. The patient was unable to have a dye study due to an allergy to the dye. It was noted the catheter issue was resolved. The patient's weight was unknown.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-nov-2015, UDI#: (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 6.3 mg/ml of bupivacaine at 0.4010 mg/day, 100 mcg/ml of baclofen at 6.37 mcg/day, and 2.5 mg/ml of morphine at 0.1591 mg/day via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that a catheter event had occurred. While in the operating room, the rep was informed that the patient had a "questionable catheter issue" that began the month of the report. The patient's healthcare provider (hcp) reportedly could not do a dye study because of the patient's allergies, but the hcp was able to aspirate the catheter access port subcutaneously. When the patient's pocket was opened, they looked at the connection on the pump side of the catheter and it appeared "frayed". The rep believed that the pump was fine, but would be sending the pump connector and the pump back for analysis at the hcp's requested. The rep also requested assistance with setting up the patient's new personal therapy management programmer (ptm), but noted that since the ptm communicator was not charged, they will have the patient's family contact technical services at a later date. The issue was reportedly diagnosed via surgical exploration. No symptoms were reported. No further complications were reported.